Event description:
The following was reported by the user facility to the manufacturer on (B)(6) 2013. The patient had complaints of shortness of breath and chest pain during hemodialysis.

Manufacturer narrative:
(B)(4) - no direct allegation at this time. The patient was seen for regular dialysis treatment. The patient complained of shortness of breath and chest pain during her dialysis treatment, treatment was discontinued, patient placed on 2l nc and was transferred to the emergency room for evaluation. Upon arrival to emergency room the patient described symptoms as pain in upper left chest, did not radiate, lasted about 20 minutes and then went away and experienced it when she was observing someone code at the dialysis center. An examination was performed by emergency room physician revealed: no acute distress, cardio: regular rate and rhythm with no murmurs, gallops or rubs noted; pulmonary: clear to auscultation bilaterally, abdomen soft, non-tender, non-distended; extremities: pulses intact, no edema or cyanosis. She currently states she is not experiencing any chest pain but states she has epigastric abdominal pain (which she states she has had for many months and is currently being treated). Conclusion: chest x-ray reveals lungs are clear with no consolidation, effusion or pneumothorax. EKG: sinus rhythm with 1st degree av block. Left atrial enlargement. Lad. Lvh. No change from previous EKG dated (B)(6) 2012. Conclusion: work up negative, episode likely stress/anxiety response due to watching a code at the dialysis center during her treatment today. The patient's vital signs upon emergency discharge: bp 163/84, p 84, r 20, t 97.6 (oral). The patient was discharged to home with no changes to her current treatment process. Based on the information provided, the device does not appear to have caused or contributed to the reported event. Additionally, the patient did not require medical intervention however we are filing an MDR to document the event. A plant investigation is still ongoing and a supplemental report will be submitted when complete. Reference MDR numbers: 1713747-2013-99909, 8030665-2013-00369, 1713747-2013-00182, 2937457-2013-00077, 3005162618-2013-00010.